Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.4, retest inratio: 3.x. Customer unsure of the decimal value for second result. Results done "within a couple of mins" of each other.